Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation was ruptured. Concomitant medical products: 6947 lead, implanted: (B)(6) 2002. Non healthcare professional if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was returned to the manufacturer after being removed and replaced during system explant.  The lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.